Manufacturer narrative:
(B)(4).

Event description:
A customer reported a patient had a ¿black line¿ on his face after a procedure using a transesophageal echocardiography (tee) probe which had been cleaned and high-level disinfected with cidex opa solution. The tee probe laid on the patient¿s face, and there was no barrier or drape between the probe and the patient¿s skin. It was reported the patient was alert, oriented and talking immediately after the procedure and was ¿fine¿. No medical attention was necessary and the black mark was gone the following day. Regarding the rinsing process, it was reported this was an isolated event, however, a new technician did not properly rinse the tee probe and did not follow cidex opa instructions for use (IFU). Instead, the technician rinsed the probe under the faucet with running water for approximately 5 minutes, while scrubbing at the same time, then dried it. The IFU states the instruments should be submerged completely into a clean, large water container for a minimum of one minute. This should be repeated twice for a total of three rinses. Failure to rinse devices per the IFU may result in patient side effects, including serious allergic reaction to residues or discoloration of tissues. The customer was advised to follow the IFU from now on. Since this event occurred, the facility has now implemented device cleaning and rinsing per cidex opa IFU. There is no harm and no serious injury reported in this complaint, and the temporary skin stain resolved the next day without medical intervention; however, as a matter of policy, advanced sterilization products (asp) has decided to report cases of improperly rinsed instruments after using cidex® opa solution since it could result in serious patient side effects.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending of the lot number, system risk analysis (sra), visual analysis, and supplier evaluation. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of the reported issue was due to user error. The involved scope was not rinsed per the IFU causing staining to the patient¿s face. The patient did not require medical intervention and the black mark resolved the following day. A copy of the cidex opa IFU, safety data sheet, and a customer letter were forwarded to the customer indicating the risk of discoloration if devices are not thoroughly cleaned and rinsed. The customer was instructed by an asp clinician on the rinsing procedure per the IFU and use of alcohol. The issue was resolved at the customer site. The issue will continue to be tracked and trended.